Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." A review of the manufacturing records for this lot found no anomalies. This is the first complaint of a detached barrel insert for the subject lot of (B)(4) units manufactured in february of 2019. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device.

Event description:
Information as reported by the user facility: the optifix fixation device misfired / failed to fire during use. There was no patient injury reported. The sample was returned intact; however, the barrel insert detached during the functional evaluation.